Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The evaluation included sample and reagent syringes and dispensing, mixer assemblies, cuvette wash unit and sample and reagent transport alignment at all positions. The fse found the sample probe to not be properly aligned with the sample cups at the normal dispensing position. This was due to the sample rack feeder being out of position causing the sample probe to touch the sides of sample cups and tubes. This, in turn, can cause random sampling errors and low or near zero results. The fse adjusted the sample rack feeder to resolve the issue. Lastly, the fse verified all alignments and ran a successful precision check and qc. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified improper alignment of the sample cups, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding erroneous low patient results received on the device.